Event description:
Complainant alleged that the emergency room clinicians were attempting to pace a male pt in his 60's with the device in ac mode, but when the device powered up, there was a constant clicking sound heard. When the clinicians unplugged the device, it completely powered down. The clinicians were able to obtain another device to pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Another similar event occurred at this faciltiy. The event occurred with a different pt. Please reference medwatch report number 1220908-1999-00199.